Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported the surgeon was unable to complete the cataract procedure due to a problem with the compressor. During the fragment mode, the vacuum control pump stopped working and error message appeared and a second surgery was required that day. The patient was transferred by ambulance to another hospital for surgery in the afternoon by the same surgeon.

Manufacturer narrative:
The vacuum pump has been evaluated and the reported error was confirmed. The pump was not responding to any command from can tool. Rotary vanes can be moved manually but do not move at all when commands are given from can tool. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
G4: corrected from k170052 to k063331.